Event description:
A physician reported an event of product removal following a phalloplasty procedure. It was unclear from the report whether an infection had occurred. This physician previously reported cases of infection and fortaperm removal in phalloplasty procedures, where he indicated that several units had been used for each procedure, in a layered configuration.